Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon examination, it was discovered that the right ventricular lead or bundle of his lead exhibited a significant increase in capture threshold in bipolar configuration. The physician then reprogrammed the lead to the unipolar configuration and an acceptable capture threshold was achieved. The patient's condition was stable.